Manufacturer narrative:
Insulin ump received with reservoir tube lip completely broken off noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
The customer reported via phone call that the insulin pump had damage. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. The customer states that the insulin pump had cracked at the reservoir compartment. The customer states that the reservoir was able to lock in place when inserted into insulin pump. The device will be returned for analysis.